Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer thinks there is a delivery anomaly due to the delivered of unexpected bolus. Customer was assisted in performing displacement test and it successfully passed. Customer stated the b button has to be forced to get it work. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 10 mg/dl. The customer was treated with glucose tablets and sugar.